Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Corrected expiration date and based on additional information. Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the manufacturing lot the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that the patient had a dislocation and followed up with dr. (B)(6) in emergency room. He informed patient of need for head/liner exchange, which is what we achieved.

Event description:
It was reported that the patient had a dislocation and followed up wit dr (B)(6) in e.r. He informed patient of need for head/liner exchange, which is what we achieved.